Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6) 2024). - analysis of expertise files revealed that since(B)(6)2022, the manager software systematically crashed when the printer configuration was checked. These crashes most probably resulted from the corruption of manager configuration files during printer installation. - in addition, analysis revealed that several brutal shutdowns of the tablet were performed by the user since 31 may 2022. It should be noted that brutal shutdowns may lead to system corruption such as the one observed on the subject tablet. - it should be noted that this is an isolated case. - the smart touch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, after turning on the smart touch, the screen displayed is totally frozen which makes impossible to see the different menus. The only way to turn off the device is to remove the battery.